Event description:
It was reported to baxter (B)(4) that the patient reported that the mini cap became loose against the transfer set during use. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number 12j23h17 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. During visual inspection and functional testing of the returned sample no issues were noted. Dimensional verification of the critical dimensions showed that the sample did not meet specification; the minicap had a slight damage to the positive stop, cause undetermined. The cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the sample has been made. Should the sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if additional relevant information becomes available. (B)(4).